Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Medical device code 2017: failure to follow steps/instructions.

Event description:
This is filed to report the clip unable to close and clip jumping. It was reported that the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced in the patient and the leaflets were grasped. However, during the process of closing the clip, the clip would not close completely. The arm positioner was closed completely but the clip remained open at 60 degrees. The clip was retracted into the left atrium and troubleshooting was performed but the clip could not be closed. Finally the clip was rotated using the delivery catheter handle and the clip arms jumped closed. There was no patient injury and the decision was made to remove the clip and exchange it. The procedure continued and one clip was successfully implanted reducing the mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. It should be noted that the first cds used was curved more than 90 degrees during the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported inability to close the clip and clip jumping were not confirmed via returned device analysis. The reported improper or incorrect procedure or method (failure to follow steps / instructions) during use could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the instructions for use warns ¿do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury.¿ in this case, it was reported that the user curved the clip delivery system more than 90 degrees and this deviation appears to contribute to the reported inability to close the clip and clip jumping. The investigation determined the reported inability to close the clip and clip jumping appear to be due to user error (improper or incorrect procedure or method) during the procedure as there was not issue noted during prep. There is no indication of a product issue with respect to manufacture, design or labeling.